Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) lost stimulation. Reprogramming did not provide resolution. X-rays identified lead migration. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue. It was noted during the procedure the lead appeared to be damaged. The implant date for the following devices is unknown: model: 3788, scs ipg; model: 1192, scs anchor.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.